Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was "stuck" and would not detach from the handle. It was noted that the clip was unable to fully open the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.